Manufacturer narrative:
(B)(4). Striae and haze. Eval: clinical development manager (cdm) visited site to provide surgical support and made setting adjustments to the laser raster energy. During her visit, surgeon informed of a torn flap from the week before. Surgeon said flap lifts suddenly became difficult and upon lifting one flap, he completely tore it at the hinge resulting in a free cap. Surgeon decided to suture the flap back in place. Surgeon plans to remove sutures in 1 month. At the time there is no loss of visual acuity. When gelling the laser, it appeared the laser energy was low. However, records review of the laser showed the settings were consistent. According to surgeon the flap lifts were fine until last week and it may have been a combination of laser settings, pt movement, and surgeon technique. Field service specialist (fss) serviced laser and performed preventive maintenance and no trouble was found.

Event description:
During a clinical development manager visit, to account for difficult lifts, surgeon reported that intralase femtosecond laser was used to create flap on a pt's right eye. Surgeon experienced sticky lift that resulted in torn flap. Flap was a complete "free cap" torn from the hinge. Surgeon sutured flap back in place. Pre-op bcva 20/20. Post-op ucva with -.50 bandage contact lens 20/25-1. Dr. Plans to remove sutures in 3 weeks.